Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the right atrial lead exhibited loss of capture at high output and loss of sensing. The lead had dislodged as a result of twiddler's syndrome. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced. The patient was doing well post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4)